Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product or component; retained in body [foreign body in reproductive tract]. Tampon is broken in the body [device breakage]. Case narrative: consumer reported via phone that the tampon is broken in the body. No serious injury was reported.

Event description:
Malfunction hazard/product or component; retained in body [foreign body in reproductive tract]. Tampon is broken in the body [device breakage]. Case narrative: consumer reported via phone that the tampon is broken in the body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.